Event description:
It was reported that during a supply change the ilet pump repeatedly powered off and restarted, went black when attempting to fill the tubing, and showed a battery that would not charge above approximately 30 percent; after placing the device on the charger and performing a restart as guided, the user completed the supply change. Symptoms included no adverse clinical effects. Outcomes included no impact on health and no hospitalization. Investigation included technical troubleshooting with device restart and charging guidance. Investigation of this case revealed a transient device restart behavior during workflow and apparent limited battery charge retention that resolved after a restart, consistent with an intermittent power or software behavior. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to an intermittent malfunction. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.